Event description:
It was reported that during a da vinci-assisted surgical procedure, an operating room (or) staff reported to an intuitive surgical, inc. (Isi) clinical sales representative (csr) about an error 25521 appeared on the patient side manipulator (psm) 1 twice. Initially, the staff performed a power cycle on the system, which temporarily resolved the issue. However, the problem reoccurred after half an hour, and the psm 1 led showed no light. The site then switched to using psm 3 to continue the procedure. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint, however, the fse replaced patient side manipulator (psm) and the core. They system was tested and verified as ready for use. Isi did receive the core to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. The core was installed and tested into a golden system where the component functioned as expected. The system was failed to communicate with system through laptop, and auxiliary video processor (avp) 3 was not present on download application with error 310. Applied behavior analysis (aba) testing with avp text fixture, and system started up without any error. Ran 50x power cycles with this part, all passed. The core remained on the test system for hours, in normal operation, it performed without any error. Installing defective avp into is4000 system, first, system could not connect to the pc, then system was programed, and it started up without any error. Avps programmed using is4000 software consistently fail when later installed in is3000 systems. There was a compatibility or configuration mismatch between the is4000 programming and is3000 system software for avp. As a result of these findings, fa was able to conclude that avp software issue between is3000 and is4000 was found to be the root cause of the reported failure. The psm involved with this event has been received, but the fa testing has not yet been completed as of the date of this report.

Manufacturer narrative:
The patient side manipulator (psm) was also returned for fa, and the reported issue was confirmed but not replicated. Fa performed a system error log review and found error 25521, indicating that the link to the embedded serializer for the instrument interface (esii) board was down. The psm was installed into a golden system, where no faults occurred in normal mode and the unit functioned as expected. The psm was then tested on a patient side cart (psc) fixture test platform (pftp), where it failed the friction tests. Upon completion of testing, visual inspection found no issues related to the reported event. The probable root cause is potentially attributed to defective esii and cannula junction board (cjb) components on the psm.

Event description:
Refer to h11 for follow-up information.